Event description:
It was reported that the ilet generated an alert 60 for bluetooth communications while the user was attempting to connect a g7 sensor, with repeated restarts unsuccessful and the device having gotten wet; readings of the bluetooth settings showed zeros, and the issue corresponded to a failure to read the input signal and involved the circuit board. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed signal loss consistent with a bluetooth communication failure to read the input signal associated with the circuit board. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.